Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37743 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. Date received by MFR: date estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that there was an error code displayed on their programmer. The patient reported that they went to use the programmer to turn their implantable neurostimulator (ins) on and adjust stimulation, but they saw a ¿call your doctor¿ screen. The patient stated that they didn¿t write down the code associated with the screen and thought it began with a ¿00¿ but wasn¿t sure. It was noted that the patient was eventually able to bypass the error screen and the issue was resolved. The patient programmer was functioning as it should and the patient was able to turn their ins on and adjust stimulation. No patient symptoms were reported. Indication for use is other chronic/intractable pain (trunk/limbs). Additional information received from the consumer reported when checking the implantable neurostimulator (ins) status, an out of regulation (oor) message was seen on the patient programmer (pp). On (B)(6) 2016, they had called to report a ¿00 something code¿ but was calling back saying it was an oor code. The consumer was seeing an oor code and started seeing it on the day of the report. The patient reported that their ins was replaced due to an oor error code. The patient stated that at first, their battery shut off and quit working in late (B)(6) 2016. The patient had notified a manufacturing representative (rep) on the day it stopped working. They mentioned that the rep was able to ¿hook the bigger machine and turn it back on.¿ the patient added that after their device was turned back on, they started getting the oor error. They figured that the battery was weak, and decided to replace it to resolve the issue. The patient stated that they decided to replace the ins in (B)(6) 2016. They noted that the ins was replaced, but the leads were not. Additional information received from the healthcare provider indicated that the status of the ins is unknown. No further complications were reported. The patient was implanted for spinal pain.